Event description:
Customer reported a past incident of high blood glucose levels, with the specific highest value being unknown and simply displayed as "high." Cause was not known. To resolve the issue, the customer changed the infusion set and cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.